Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported system error 322 which was not reproduced. System error 322 was confirmed through review of the event history log, however the software was previously upgraded to correct this issue per the approved remedial action activities; and all events of system error 322 occurred prior to the software update. The device was found to be operating mechanically as designed and no action will be taken at this time. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no patient injury.